Event description:
Additional information received reported the patient and the manufacturer representative met last week and they were able to charge the device to at least 25% in office. The patient went home to charge completely.

Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The patient had an MRI done about 2 months prior to report and lost stimulation a couple of days after the MRI. It was reported the patient had fallen and hurt his foot and head. An MRI of the patients head was completed. The device was unable to communicate with the physician programmer, recharger, and patient programmer. A power on reset (por) condition was reported. It was reported that the patient last felt stimulation 2 to 6 months prior to report. It was also reported that the device needed to be recharged more than expected. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011; product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011; product type: lead. (B)(4).